Event description:
Pt expired 9 days postop. Cause of death was cerebral infarction due to septic emboli following endocarditis of sjm valve. There was a large vegetative growth observed on tee done on 6/20/98. Autopsy also indicated left renal infarct and hepatic infarct attributable to similar septic emboli involving the cortex of the left kidney.